Event description:
Physician placed rusch simplastic suprapubic catheter in patient on (B)(6) 2011 post surgery. Nursing staff removed catheter on (B)(6) 2011 after it was noticed, patient was retaining >750 ml in the bladder. Suprapubic catheter was removed, bulb port did not drain, no fluid from bulb inflation port. The catheter tip was intact but the bulb was not intact. Catheter tip observed to have 2 small rings of rubber or other pliable substance, one distal, approximately 1-2 cm from tip, second was more proximal ring similar to first. It is unknown if there is a retained foreign object. We are determining if there are any radiology test that can determine rfo.